Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is reportedly affected. It has also been reported that the user has an accident/trauma, but no further details were given. The child was seen on (B)(6) 2021 for a fitting appointment.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device was reportedly affected. The recipient has been reimplanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance is reportedly affected. It has also been reported that the user has an accident/trauma, but no further details were given. Re-implantation is likely to take place but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Further checks are considered but no date has been scheduled yet.

Event description:
The user's hearing performance is reportedly affected. It has also been reported that the user has an accident/trauma, but no further details were given. It is planned to proceed with further measurements to confirm the status of the channels.